Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system could not change imaging modes and would not perform 3d image acquisitions when prompted. To restore functionality, the software of the imaging system was updated. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, 3d image acquisition functionality could not be performed on the imaging system. It was reported that the pendant displayed a message stating "acquisition disabled". There was no patient present when this issue was identified. No additional information was provided.